Event description:
It was reported that during posterior cervical laminectomy surgery, it was observed that the attachments on the motor device would not secure and were loose. There were no delays to the planned surgical procedure as a spare identical device was used to complete the surgery successfully. There were no injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.